Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for stopper function with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that the bd vacutainer® sodium heparinn (nh) 33 usp = 33 iu blood collection tube experienced stopper creep out or loose closure after use. The following information was provided by the initial reporter: material no. 367671; batch no. 9095735. Complaint 2 of 2: it was reported that stoppers have been coming off of tubes.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® sodium heparinn (nh) 33 usp = 33 iu blood collection tube experienced stopper creep out or loose closure after use. The following information was provided by the initial reporter: material no. 367671 batch no. 9095735. Complaint 2 of 2. It was reported that stoppers have been coming off of tubes.